Manufacturer narrative:
B5 and h6.

Event description:
During an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the physician had difficulties positioning the alp and thus repositioned the alp several times. It was noted there was loss of capture and low current of injury. During an attempt to re-dock the alp for another repositioning attempt, the alp spontaneously released from the catheter, however, this spontaneously release allowed the alp to be fixated successfully. The patient was stable throughout the procedure.

Event description:
During an initial implant of an atrial leadless pacemaker (alp) on 09 mar 2026, it was reported that the physician had difficulties positioning the alp and thus repositioned the alp several times. During an attempt to re-dock the alp for another repositioning attempt, the alp spontaneously released from the catheter, however, this spontaneously release allowed the alp to be fixated successfully. The patient was stable throughout the procedure.